Event description:
It was reported the device would not detect disposable. Reporter also said the device gave false "low reservoir volume" alarm. No patient was involved.

Manufacturer narrative:
Additional information in d1, d10, h3, h6. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. Physical observation showed cracked tank cover, worn enclosure, damaged pole clamp, outdated printed circuit board (pcb) and power switch. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The disposable is detected by the micro switch contrary to the customer complaint. Could not duplicate or confirm the customer complaint. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replaced the enclosure and pole clamp as preventive. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.